Event description:
The MFR received info from a third party service center alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the eval of the device at the MFR's service center, an increased airstream temperature (high temperature alarm) appears to have been caused by the ambient condition in which the device was operating.